Manufacturer narrative:
The customer did not provide the results of the microbiological test. Multiple follow ups were made to gather additional information. However, were unsuccessful. No response is received from the customer. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent/opened a repair request, with fault description of "device tested positive to microbiological test". There was no report of any contamination, or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
Correction to d9 and h3, the subject device was returned and evaluated. Correction to g2, health professional was inadvertently not selected on the initial report. Despite good faith attempts the user culture results were not shared. This report is being supplemented to provide additional information based on third-party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: jun 06, 2023 sampling from: distal end cfu: no growth bacterial identification: n/a sampling from: biopsy channel (ch)/suction ch cfu: 0cfu bacterial identification: n/a sampling from: air/water ch cfu: 0cfu bacterial identification: n/a sampling from: auxiliary water ch cfu: 0cfu bacterial identification: n/a the device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - stiffness control --- h ring--- leak - light guide lens has chipped - light guide lens has cracked - distal end cap cover cracked - bending section rubber glue ---separated - connecting tube ---scratch - connecting tube ---discoloration - grip unit --- scratched - coil pipe plate --- dent - air/water nut --- painting peel off - suction cylinder nut ---painting peel off - switch box unit ---scratched - universal cord --- scratch - plug unit --- damaged housing - angulation is play - angulation is out of spec however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.